Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the pediatric patient experienced a skin reaction with infection on the needle puncture site. The patient experienced chicken-pox. The parent took the patient to doctor and received one weeks¿ worth antibiotics. The parent thinks because of the chicken-pox patient´s immune system was weakened and got an infection. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.